Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be one or more cycles were advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013, at 23:00:41. During night drain cycle four, the patient's ultrafiltration reading was 1588ml, indicating the home patient (hp) drained 1588ml more than their maximum programmed fill volume of 2000ml. No additional information is available.